Event description:
The customer stated that they are seeing reproducibility issues with the architect analyzer. For example, a ca 19-9 result of 110 u/ml was generated which repeated at 2,400 u/ml.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.